Event description:
Nonphysiological oversensing with inappropriate shocks was reported. The pace/sense portion of the lead was abandoned and another pace/sense lead was implanted. No patient complications have been reported as a result of this event.